Manufacturer narrative:
(B)(4). Batch # p5523r. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, marks were noted on the washer the condition on the washer is consistent with the device been fired over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection (lar) procedure, after firing the device the surgeon noticed that the anastomosis did not hold and that the staplers had just started to form at the distal 1-2 mm end. The surgeon also noticed that there was a hole in the anterior portion of the colon where the anastomosis was to take place. The surgeon stated that the tactile and audible feedback during the firing sequence was "normal" and that the orange indicator was about in the middle of the green scale. The surgeon notice that there was only one donut that was formed that is to be believed the distal donut. The surgeon had to hand sew the anastomosis to complete the case. There were no adverse consequences for the patient.